Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump time was off by 13 minutes; cause was unknown. Customer's blood glucose level was 115 mg/dl - 119 mg/dl. Tandem technical support assisted the customer in correcting the pump time and successfully resume insulin delivery. Reportedly, customer continued using pump for insulin therapy.